Manufacturer narrative:
E3: vascular surgeon. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 1a endoleak occurred during a procedure where a zenith with z-trak aaa endovascular graft converter was placed. The patient underwent an endovascular aortic repair (evar) aorto-uni-iliac (aui) procedure on (B)(6) 2024 in (B)(6) hospital, (B)(6). The following cook devices were placed during the procedure: zenith alpha aaa endovascular graft main body (rpn: zimb-26-84,) zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt), zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-77). After successful implant of the devices on (B)(6) 2024, a type 1a endoleak was present. The clinician used a cook coda balloon catheter to balloon the proximal overlap of the zenith alpha aaa endovascular graft main body (rpn: zimb-26-84), and the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt) to stop the endoleak. During the ballooning, the aorta ruptured. The clinician converted the evar (aui) procedure to a laparotomy and stabilized the patient. At the time of the occurrence, the clinician confirmed excessive pressure when using the cook coda balloon catheter in a diseased aorta caused the rupture. No fault was attributed to the graft. However, as time passed, the clinician felt that the type 1a endoleak was a contributing factor.

Event description:
Additional information was provided on 03jan2025 and 07jan2025. Planning and sizing information can be provided. The patient was not a perfect candidate for evar but was unfit for open repair. The cook sales representative was present for the procedure. The type 1a endoleak persisted after the placement of the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt). No part of the procedure was performed off-label or out of patient selection criteria. The graft was not altered in any way prior to implant. Ballooning was performed in the sealing zone as is customary per instructions for use (IFU). Th aorta ruptured when the clinician was attempting to seal the leak with the cook coda balloon catheter. When the clinician realized the aorta had been ruptured, he went straight to open repair laparotomy. The grafts were explanted. On the day of the procedure the outcome was considered successful and the patient was stable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 16jan2025. The cook zenith with z-trak aaa endovascular graft converter had 2.5 stents sitting above the flow divider of the cook zenith alpha aaa endovascular graft main body. The proximal end of the zenith with z-trak aaa endovascular graft converter was sitting halfway down on the cook zenith alpha aaa endovascular graft main body sealing stent. The distal converter was sitting in the ipsilateral limb as per instruction for use (IFU). The clinician extended with a cook zenith alpha aaa endovascular graft iliac leg and a good seal was achieved distally. Angiography runs indicated a small leak behind the cook zenith with z-trak aaa endovascular graft converter as the contrast seen in the image provided to the manufacturer for investigation. The clinician ballooned the neck seal zone making sure the cook zenith alpha aaa endovascular graft main body proximal sealing stents and the cook zenith with z-trak aaa endovascular graft converter proximal sealing stent were fully sealed. It was at this point of ballooning that he clinician indicated a rupture occurred. The clinician converted to open surgery and the patient stabilized. The rupture repair was then completed. Post procedure, the clinician confirmed ballooning caused the rupture.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: a3a, b5, h6 (annex a). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2025 it was determined that the excessive pressure from the zenith with z-trak aaa endovascular graft converter most likely did not cause the rupture of the vessel.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d3, g1 contact office title, g3 contact office e-mail & manufacturing site e-mail, e3: phone: (B)(6). Investigation-evaluation. Cook was notified that a type 1a endoleak occurred during a procedure where a zenith alpha aaa endovascular graft main body and zenith with z-trak aaa endovascular graft converter was placed. The patient was reported to not be "a perfect candidate for endovascular aortic repair (evar) but was unfit for open repair.¿ the patient underwent a standard endovascular aortic repair (evar) aorto-uni-iliac (aui) procedure on (B)(6) 2024 in the vascular hybrid theatre at cork university hospital, cork, ireland. It was planned to use a zenith alpha aaa endovascular graft main body and a zenith with z-trak aaa endovascular graft converter. The following devices were implanted during the procedure: zenith alpha aaa endovascular graft main body (rpn: zimb-26-84) zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt) the zenith with z-trak aaa endovascular graft converter was sitting with 2.5 stents above the flow divider. The proximal end of the converter was sitting halfway down on the main body sealing stent. The distal portion of the converter was sitting in the ipsilateral limb as per instructions for use (IFU). It was reported that the type 1a endoleak persisted after the placement of the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt). The clinician extended with the zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-77, lot 15606495) and achieved a good distal seal. After successful implant of the devices on (B)(6) 2024, angiography runs were completed, and a small leak was identified behind the converter. The clinician used a cook coda balloon catheter (rpn: unknown, lot unknown) to balloon the proximal overlap of the zenith alpha aaa endovascular graft main body (rpn: zimb-26-84) and the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt) to stop the endoleak. During the ballooning, the aorta ruptured. The clinician indicated that excessive cook coda balloon pressure in a diseased aorta caused the rupture and there was no fault of the graft. The clinician converted the evar (aui) procedure to a laparotomy. The devices were explanted. A rupture repair was completed. The patient was stabilized. The focus of this report is the type 1a endoleak that was reported to have occurred on the zenith with z-trak aaa endovascular graft converter. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events reported for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions. ¿ additional endovascular interventions or conversion to standard open surgical repair following endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.4 device selection strict adherence to the zenith aaa endovascular graft ancillary components IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.6). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith aaa ancillary components within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 4.6 molding ballon use ¿ do not inflate balloon in the vessel outside of graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. ¿ use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. 5.2 potential adverse events. ¿ aneurysm enlargement. ¿ aneurysm rupture and death. ¿ aortic damage, including perforation, dissection, bleeding, rupture and death. ¿ endoleak. ¿ vessel damage. 8 patient counseling information. Physicians should refer the patient to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11.4 converter. Converters can be used to convert a bifurcated graft into an aorto-uniliac graft, if necessary (e.g., cases of type iii endoleak limb occlusion or unattainable contralateral limb cannulation). 12.1 general. ¿ the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaa¿s. Based on the information provided and the results of the investigation, root cause for this event could not be established. A potential root cause has been traced to patient disease state as it was reported that the patient was not a perfect candidate for endovascular aortic repair (evar) but was unfit for open repair. Further imaging would need to be provided for confirmation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.